Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the customer comment that the case was broken, the lower case was determined to be broken and corroded and it was therefore replaced. Analysis also found that the upper case was broken and corroded, that the battery release, heart block, heart wire contacts, battery drawer and liquid crystal display were contaminated, that the side bail, ring covers, side bails and ring bail were missing, that the lead flex cover was corroded, the battery contacts were compressed, the keyboard was scratched and the encoder flex was damaged. (B)(4).

Event description:
The external pulse generator which was returned as a result of having been dropped subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.